Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates that there was no volume markings on the inflation unit. The exact cause for this event cannot be determined. An internal corrective action has been opened to address the root cause of the issue. Placeholder.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: scale for a saline liquid was not printed on the device. No further information available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product is entering the complaint system.